Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the "lab has found a large piece of plastic debris in a blood sample during analyze."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "bd received 3 unused samples and 1 photo for investigation. The photo was reviewed and it shows a piece of broken plastic with blood splatter. Although the photograph provided shows the piece of plastic, there is no photographs attached showing it inside the bd product. The customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. " the following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-13.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the "lab has found a large piece of plastic debris in a blood sample during analyze."